Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device could not be repaired anymore. The distributor declined further evaluation of the device and requested to have the device returned to them. As further evaluation could not be performed, no root cause could be determined.

Event description:
The distributor contacted physio-control to report that the settings on their device had been changed from (B)(6) to english. During device evaluation, physio-control observed that the device showed the charge-pak, attention and service wrench icons in the readiness display. In addition, the device only turned on briefly and then powered back off. There was no patient use associated with the reported event.